Event description:
It was reported that this patient with this pacemaker, right atrial lead and right ventricular lead experienced infection. Subsequently, the patient was hospitalized and the entire device system was explanted. There were no additional adverse effects reported.